Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: it was determined that controller, serial number (B)(6), was exchanged after the event captured on (B)(6) 2022 at 12:07:25 in the controller periodic log file. The reported event of a clock not set alarm was confirmed via analysis of the submitted log files. The submitted controller periodic log file contained approximately 92 days of data ((B)(6) 2022 ¿ (B)(6) 2022 and (B)(6) 2000 ¿ (B)(6) 2000 per the timestamp). The log file captured dates from (B)(6) 2000 to (B)(6) 2000 when the controller's clock was not set; a clock not set alarm was observed on the events captured between these dates. The controller periodic log file captured that the clock was reset after the event recorded on (B)(6) 2022 at 12:07:25. The submitted lvad periodic log file captured that the clock was set on the events spanning from (B)(6) 2022 to (B)(6) 2023 and that the clock was reset after the event recorded on (B)(6) 2023 at 14:30:15. The data observed in the controller periodic log file and lvad periodic log file indicates that controller, serial number (B)(6) , was exchanged with an unknown controller after the event captured on (B)(6) 2022 at 12:07:25 and that the exchanged controller was then reconnected to the pump after the event captured on (B)(6) 2023 at 14:30:15 while the controller's clock was not set. The periodic log files only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the noted events occurred could not be conclusively determined from the log files. The log files appeared to capture the pump operating as intended. The controller being reconnected to the pump on (B)(6) 2023 indicates that a controller exchange was performed; the unknown controller exchange on (B)(6) 2023 will be addressed in a separate controller investigation. The submitted controller event log file contained approximately 2 days of data ((B)(6) 2000 ¿ (B)(6) 2000 and (B)(6) 2023 per the timestamp). The log file captured dates (B)(6) 2000 to (B)(6) 2000 while the clock was not set; a controller clock not set alarm was active on the events captured between these dates. The controller event log file did not capture the initial conditions that caused the clock to reset. The clock not set alarm was resolved on (B)(6) 2023 at 12:29:10 when the clock was set to the correct date and time. There were no other notable events throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The log files data indicate that controller, serial number (B)(6), was not in use from (B)(6) 2022 to (B)(6) 2023. The backup battery fully depleting while the controller was not in use would result in the clock not set alarm activating when the controller was turned on again. The root cause of the reported event was determined to be the backup battery not being periodically charged while the controller was not in use. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 14dec2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled "system operations", explains that installing a backup battery on the controller may prompt a system controller clock not set alarm on the system monitor and that the backup controller must be connected to power every 6 months in order to charge the backup battery and prevent it from losing power. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook (rev. C) section 2, entitled "how your heart pump works", instructs the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. This section also instructs to follow all alarm instructions and to call the hospital prior to exchanging the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review found controller clock invalid alarms starting on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.